Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted no issues. The handle was placed on a single bay charger and allowed to charge. The handle logs were examined and an error message would have contributed to the reported condition was noted. Functionally the device functioned as intended. The root cause of the error message could not be determined. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the fifth firing for thoraco/lobectomy, they connected reload to adapter, the display screen showed reload cycle test indicator as usual, however the calibration was not performed. The surgeon pushed the center control buttons ,however could not open and close the jaws. Pushed the rotation control, however could not rotate the jaws. Re-connected the cartridge to the adapter over and over again, however the same events occurred. As a trial, they removed the cartridge from the adapter ,then pushed the rotation control, however the device did not react at all. Then at the unclean field, the sales rep re-connected the cartridge from the adapter, the device reacted normally. The event occurred in use for patient. The surgical time was extended by less than 30 min. The status of the patient: no problem.